Manufacturer narrative:
On (B)(4) 2013, amo's field service engineer was onsite to perform preventative maintenance (pm). Pm was completed and system meets amo specifications. Customer is not sure exactly what the cause of the dlk is but stated they are sure it is not from our laser. Placeholder.

Event description:
Customer reported 2 cases of diffuse lamellar keratitis (dlk). Patient had stage 1 dlk on both eyes. Patient was treated with durezol. No loss of best corrected visual acuity (bcva) was reported. Additional follow-up was obtained. Dlk was resolved on (B)(6) 2013. Bcva was 20/20 on both eyes and no loss of bcva.